Event description:
The pt reported that since about 2 years ago, the stimulator was "not functioning properly". The stimulator "jumps to high frequency off and on and when it's at high frequency, he gets throbbing pain in his since that feels like someone has poked him in the middle of the back with a knife". He provided that "due to these frequency changes, he had been using the stimulator at low frequency and he hadn't been using the device properly". Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.